Event description:
The customer reported that the sensor port one in the alarm was not working properly when a sensor pad was attached. They reported they have to wiggle the sensor pad cord to have any connectivity to the alarm. No pt injury was reported.

Manufacturer narrative:
Eval: results: alarm unit functions ok, the pins in port one is bent and there is a crack on the battery door.